Manufacturer narrative:
Subject device was returned to the supplier for evaluation. Per supplier manufacturing investigation, a visual inspection performed on the device found it to normal. All operations were followed and the device(s) were manufactured in accordance with the requirements. Review of the device history records was performed which confirmed no discrepancies. A complaint history review did not identify additional complaints filed for the manufactured lot. Per results of the investigation, no root cause could be determined. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an anterior cruciate ligament (acl) procedure utilizing the 9 mm single flute drill bit, it was reported that, the drill began to shed during the procedure leaving metal flakes floating in the patients joint. It was reported that the shavings were cleared out as much as surgically possible. It was reported that a backup device was available to complete the procedure. (B)(4).